Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the reported inaccurate delivery. It may be possible that the distal sheath was restricted or entrapped within the anatomy such that when the sheath finally released and the stent deployed, the stent jumped due to the built-up tension within the shaft lumens of the delivery system causing a spring like release of the stent. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal ostium of the superficial femoral artery. A 6.0x60mm absolute pro vascular self-expanding stent system (sess) was advanced to the lesion; however, during deployment the stent jumped about 5 millimeters. The stent was post-dilated with a 5x40mm armada 35 balloon catheter. Although the stent was in the target lesion an additional 6.0x20mm absolute pro vascular sess was advanced and deployed to cover the remainder of the target lesion. The procedure was successfully completed with post-dilation with an armada 35 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.